Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. The blood glucose was unknown at the time of the incident. Customer replaced the battery in pump several times and pump alerts that battery is no good. The battery cap had scratches on the face due to normal wear and tear. Customer advised to insert a new battery as soon as possible, if display does not return revert to a back up plan. The device will not be returned for analysis.